Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) of 600 mg/dl with polydipsia, polyuria, abdominal pain, nausea and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient was given an injection to lower the bg. Customer support (cs) completed troubleshooting and it was found that the loss of prime occurred more than three times and the patient was not attached while priming. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.